Event description:
It was reported that the customer had normal blood glucose levels of 6.5 mmol/l. The customer reported a leak on the reservoir compartment of the insulin pump. The customer was advised that should there be leak on the reservoir compartment the insulin pump would alarm. The customer reported that they did not receive any alarms from the insulin pump. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.